Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 mg/dl. The customer treated low blood glucose with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The insulin pump also received power error detected alarm for the second time. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test and active current test. No power error noted during testing. Power error not confirmed. (B)(4).